Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis found the primary failure of the broken conductor wire to be related to the customer complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken near the base of the distal clevis. The wires were exposed, and a section of the insulation measuring approximately 0.092" was missing. The conductor wire insulation was not returned with the instrument. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation reported by site were also identified: the maryland bipolar forceps instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument had broken wire. The procedure was completed with no reported injury.